Event description:
According to the literature, a retrospective study including 16 cases of preoperative endoscopic nasobiliary drainage (enbd) tube placement followed by curative hepatectomy for liver cancer was performed between 2016 and 2023. Surgery was primarily conducted as an open procedure. Liver resection was performed using the clamp crushing method with ligasure sealing under pringle¿s maneuver. After completion of the resection, an air leak test or air cholangiogram was completed to confirm or rule out bile leakage. Complications included intraoperative bile leak requiring suture repair and blood loss requiring transfusion. Post operative complications included bile leakage and bleeding. Prolonged hospitalizations and prolonged tube placements were reported.

Manufacturer narrative:
Sho kiritani, yoshihiro ono, takashi sasaki, atsushi oba, takafumi sato, hiromichi ito, yosuke inoue, masato ozaka, naoki sasahira, akio saiura, yu takahashi "efficacy of preoperative endoscopic nasobiliary drainage tube placement for liver cancer adjacent to the hepatic hilum" langenbeck's archives of surgery (2025) 410:188 https://doi.org/10.1007/s00423-025-03774-w. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.